Event description:
Routine defibrillator checks in the office. A letter from the company, after a resetting of the pt's shock counts, was received in which the recommendation was to change the pt's generator as this was a generator malfunction. On 11/2/95 implantable cardioverter defibrillator generator change and re-coumadinization.